Manufacturer narrative:
Harmonic scalpel laparosonic coagulating shears (lcs): based on the information received and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. The divice was received in good condition. The device was tested and was found to be functional. There were no anomalies noted with the functionality of the instrument. The reported incident could not be recreated. The second instrument was not returned and therefore no analysis could be performed.

Event description:
It was reported by the rep the device was used during a laparoscopic paraesophageal hernia repair. It was reported the lcs15 was squealing and cutting very slowly. Also resulted in inadequate hemostasis. Hand piece and blade were changed. This corrected the squealing problem, but the surgeon felt the performance of the device was still below normal. There was no consequence to the pt.